Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 event of asd closure following transseptal catheterization for the sapien 3 / commander delivery system in the mitral position. The 'time to event' (tte, in days) for this event was 384. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting adverse events for mitral serious injuries associated with the sapien 3 transcatheter heart valve for quarter 1 2021. This report summarizes 1 asd closure following transseptal catheterization serious injury event submission for sapien 3 transcatheter heart valve/commander delivery system. The age for this event is (B)(6) years. The gender is as follows: male.